Manufacturer narrative:
81 -other at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator failed on patient and failing shortly after start-up. There was no known impact or consequences to patient reported with this event.